Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the tubal ostia were then visualized in hope of finding the proximal ends of the essure devices, they were not visualized'), pelvic pain ('chronic pelvic pain/ increasingly severe pain') and salpingitis ('bilateral salpingitis') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain"), migraine ("excessive migraine headaches") and fatigue ("chronic fatigue"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy; hysteroscopy with endometrial ablation). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the device dislocation, pelvic pain, salpingitis, pelvic discomfort, menorrhagia, back pain, abdominal pain, abnormal weight gain, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, back pain, device dislocation, fatigue, menorrhagia, migraine, pelvic discomfort, pelvic pain and salpingitis to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2004. Discrepancy noted in essure removal date: (B)(6) 2010 1 coils were visible on the right and 1 coil remained on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: coils were properly placed. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: salpingitis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 31-mar-2021: quality-safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the tubal ostia were then visualized in hope of finding the proximal ends of the essure devices, they were not visualized'), pelvic pain ('chronic pelvic pain/ increasingly severe pain') and salpingitis ('bilateral salpingitis') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain"), migraine ("excessive migraine headaches") and fatigue ("chronic fatigue"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy; hysteroscopy with endometrial ablation). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the device dislocation, pelvic pain, salpingitis, pelvic discomfort, menorrhagia, back pain, abdominal pain, abnormal weight gain, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, back pain, device dislocation, fatigue, menorrhagia, migraine, pelvic discomfort, pelvic pain and salpingitis to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2004. Discrepancy noted in essure removal date: (B)(6) 2010. 1 coils were visible on the right and 1 coil remained on the left . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: coils were properly placed. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: salpingitis. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 18-mar-2021: medical record received. Events added: the tubal ostia were then visualized in hope of finding the proximal ends of the essure devices, they were not visualized, bilateral salpingitis. Reporters information, lab data, and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ increasingly severe pain") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain"), migraine ("excessive migraine headaches") and fatigue ("chronic fatigue"). The patient was treated with surgery (on 2010, she underwent surgery to remove her essure coils). Essure (ess205) was removed in 2010. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, abnormal weight gain, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, back pain, fatigue, menorrhagia, migraine, pelvic discomfort and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2004: coils were properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 4-may-2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2004 and reported adverse events including pelvic pain ("chronic pelvic pain/ increasingly severe pain") in 2010 plaintiff underwent surgery and essure was removed. Pelvic pain is highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for this event. This case was classified as incident since device removal was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Follow-up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ increasingly severe pain") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain"), migraine ("excessive migraine headaches") and fatigue ("chronic fatigue"). The patient was treated with surgery (on 2010, she underwent surgery to remove her essure coils). Essure (ess205) was removed in 2010. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, abnormal weight gain, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, back pain, fatigue, menorrhagia, migraine, pelvic discomfort and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2004: coils were properly placed company causality comment: this litigation case report refers to a (B)(6) year old female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2004 and reported adverse events including pelvic pain ("chronic pelvic pain/ increasingly severe pain") in 2010 plaintiff underwent surgery and essure was removed. Pelvic pain is highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for this event. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.